Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low voltage and power cable disconnect events were confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(4) was not returned for analysis; however, a log file was submitted for review spanning approximately 3 days (B)(6) 2022 ¿ (B)(6) 2022 per timestamp. From (B)(6) 2022 at 11:29:34 - 12:49:31 there were multiple atypical power cable disconnect and low voltage alarms while connected to 14v battery power on the white power cable. The power cable disconnect events activated with rsoc invalid faults. From (B)(6) 2022 at 3:38:25 to 8:21:53 there were several intermittent atypical power cable disconnect and low voltage alarms while connected to the power module on the black power cable. The power cable disconnect events would activate with rsoc invalid faults. All these events would clear on their own. There were no other notable alarms in the log file. Pump operation was not affected. Additional information communicated on (B)(6) 2022 indicated that the system controller was exchanged; however, that it would not be returning for analysis. The root causes of the reported events were unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect and low voltage alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage alarms from 3am - 4am on (B)(6) 2022 on both wall power and batteries. This was thought to be due to a bent pin, however upon inspection of the patient's equipment no abnormalities were noted. Log file review captured multiple low power advisories and power cable disconnects while on wall and battery power. It appeared that the voltage from the black power lead while using the power module was intermittently lower than expected. The patient's system controller was exchanged, and the alarms resolved.